Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. H3 - other: device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the display immediately shows around 66-73 degrees celsius and the over-temp alarm goes off. The time that the event happened was unknown. No clinical or patient injury occurred.

Manufacturer narrative:
D9: date returned to mfg.: 1/3/2024. D10. Device available for evaluation, h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. One device was received. Per visual inspection, the front cover was scratched, water tank cover broken on the top left side, pole clamp discolored, quick connect corroded, plate clip discolored. Per functional testing, the temperature was 67 degrees celsius, and the over temperature alarm went off. The complaint was confirmed. The root cause was the microswitch and heater were not working properly. It was unknown what caused the condition. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced heater, microswitch, quick connect, water tank cover, front cover, plate clip, pole clamp. Performed preventative maintenance (pm) and calibrated. The device passed all functional and delivery tests.